Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer had not addressed high bg at time of trouble shooting. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.